Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon fired the clip applier and the clips were not closing properly. They would not remain in place securely.